Manufacturer narrative:
Problem c4tr01 ICD implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient complained of chest wall discomfort. The physician tried to program around the stimulation, but to no avail. The lead was capped and replaced. No further patient complications have been reported as a result of this event.